Manufacturer narrative:
Maquet medical systems submits this initial report on behalf of the manufacturer. A supplemental MDR report will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that the ventilator failed the pre-use check. No patient involvement. Importer reference number: (B)(4).